Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the cartridge disengaged in the pt's cavity. The surgeon removed the cartridge without incident and applied another instrument to complete the procedure.